Event description:
It was reported that during a ptca procedure on 1/9/00 the physician passed the wire down the right coronary artery, a ptca balloon was passed over wire right to tip. When pulling wire out only half of wire came out, the second half remained in artery. Physician was able to remove remaining wire out with the balloon. Wire caused a spiral dissection to pt. Pt refused surgery and is in stable condition.